Event description:
A physician successfully placed a xact stent in the left internal carotid artery. Eleven days later the patient experienced an episode of tongue thickness and right upper extremity weakness. This event resolved without treatment within two days.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.